Event description:
Surgeon doing a revision of a bilateral breast reconstruction, in which patient had 650 ultra high profile gel implants bilaterally. Upon removal and inspection of these implants, the surgeon found both implants to be leaking and ruptured.